Manufacturer narrative:
The customer claims their child was secured into a pilot model chair when they fell down the stairs. The child sustained a fractured skull, brain bleed, and 2 c1 fractures. The DHR indicates the chair met specifications when it was serialized on (B)(6) 2018. There is no indication that there was any form of malfunction or deficiency of the chair that contributed to the incident. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
User fell downstairs while using a pilot wheelchair and sustained head and neck injuries.